Event description:
Dealer states when the chair goes over a threshold the left drive wheel stays up in the air and spins. Dealer trouble shot with tech service. Tech service advised there is a possible bad locking gas cylinder. Provider states the plunger pin is locking up, no property damage or injury alleged. Unit in a residential home. No further information provided.